Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switch episodes. No intervention was performed. The patient experienced no adverse consequences.